Event description:
Six months subsequent to performing a therapeutic procedure on a pt the tube was found to be detached from the device hub. The tube was located inside the pt's abdomen, and the physician successfully removed it via the aid of a snare. A replacement j-tube enteral feeding device was placed in the pt. The complainant indicated that there was no adverse affected on the pt as a result of the reported problem.